Manufacturer narrative:
A steris service technician arrived onsite and confirmed the "too long to fill" alarm. The "too long to fill" alarm occurred because during the rinse cycle the washer has a default value of four minutes for the tank to fill. If the tank does not fill within the four minutes the "too long to fill" alarm will be triggered. The technician adjusted the fill time to more than four minutes per the maintenance manual. The technician further inspected the washer and found that wires to the terminal block were melted. The technician stated that the screws holding the wires in place may have loosened subsequently producing a high resistance thus causing the wires to overheat and produce the burning smell as reported by user facility personnel. The technician repaired the washer, ran a test cycle and confirmed the washer to be operating properly.

Event description:
The user facility reported that their reliance 444 washer was alarming for "too long to fill" and a burning smell was emitting. No report of injury.